Event description:
During the middle of a gyn laparoscopic suspension vault procedure, the metal tip broke inside the pt. The surgery was completed and pt was closed. A fluoroscopy was performed with negative results. There was no pt injury or consequences.

Manufacturer narrative:
Eval: metal tip broke off. Eval summary: visual inspection of the knot pusher showed one side of the metal tip broken off. The broken piece was not returned. There was no corrosion visible at the break site or on the surface of the instrument. Normal use would not cause a 1mm cross-section of metal tip to break off. This is 1st breakage of a knot pusher device that we are aware of. Cause: customer user handling.